Event description:
It was reported that the device failed to insert due to high port profile during the l port insertion process. No additional information.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. On sample was received in the decontaminated conditions without its original packaging. Visual inspection was performed at 12 inches under normal lighting to received unit. According to the visual inspection, it could be observed that the catheter and port are in good condition, no discrepancies affecting their functioning were detected. During the functional testing the catheter was connected to the port to reproduce the failure mode or find an unusual function; then was pulled to verify if the catheter could detach easily; the sleeve was displaced to the top of the tube and compressed, the sleeve prevent catheter detach. No discrepancies were detected, the catheter kept on the port after pulling it. Root cause cannot be determined since the complaint was not confirmed.